Event description:
On the day after implantation, we noticed a drop in sensing, an increase in short intervals counter and an increase in threshold. The lead was repositioned two times. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quali-ty system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the suspected dislodgement cannot be determined.